Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge error message while attempting to load a new cartridge. The customers blood glucose (bg) level was not impacted due to this reported issue. The customer was able to load a cartridge successfully. In addition, the customer reported to have experienced high and low bg's for the past two days, the exact value was not provided. The customer stated that pump therapy is not at fault and decline to troubleshoot with tandem technical support. Customer stated to be making a mistake when estimating the amount of carbohydrates consumed.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.